Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. Procode: krd/hcg. The name, phone and email address of the initial reporter are not available / reported. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). [Conclusion]: the healthcare professional reported that during the coil embolization procedure of the left middle cerebral artery aneurysm (m1-2 bifurcation), the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / l14538) was inserted into the microcatheter, but the device became stuck on the introducer sheath. Another 1.00mm x 3.00cm galaxy g3 mini coil from the same lot (l14538) was used but the same issue occurred; the device became impeded in the introducer. The physician used another same size coil to complete the procedure. There was no report of any patient injury or complication associated with the reported issue. The device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the 1.00mm x 3.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The hub was observed without any damage. The device positioning unit (dpu) was observed with several kinks on it; the dpu was also protruding from the introducer. The introducer was zipped and in good condition. Microscopic inspection was performed. The v-notch was observed in good condition. The resistance heating (rh) coil was in good condition with no evidence that it had been heated. The embolic coil was inspected through the introducer and was observed with some damage areas with one area in a knot condition. The condition of the returned device precluded it from undergoing functional evaluation. The dpu has several kinked areas and was protruding from the introducer. A review of manufacturing documentation associated with this lot (l14538) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue documented in the complaint that the 1.00mm x 3.00cm galaxy g3 mini coil became stuck on the introducer sheath when the device was being inserted into the microcatheter was not confirmed through functional analysis as the condition of the returned device did not allow it to undergo functional testing. Based on the condition of the returned device and based on the damage noted during the microscopic inspection of the embolic coil through the introducer, the embolic coil has several damage areas and one appear to be a knot. This observation confirmed the reported issue of the device being stuck on the introducer sheath. The exact cause cannot be conclusively determined, but the kink areas on the dpu and the dpu being protruded from the introducer suggest that force may have inadvertently been applied. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 3.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil with areas of damage one of which appears to be a knot. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure of the left middle cerebral artery aneurysm (m1-2 bifurcation), the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / l14538) was inserted into the microcatheter, but the device became stuck on the introducer sheath. Another 1.00mm x 3.00cm galaxy g3 mini coil from the same lot (l14538) was used but the same issue occurred; the device became impeded in the introducer. The physician used another same size coil to complete the procedure. There was no report of any patient injury or complication associated with the reported issue. The two 1.00mm x 3.00cm galaxy g3 mini coils were returned for evaluation and analyses which revealed that one of the embolic coils were damaged. Based on the product analysis on 12/3/2019, this event has been deemed MDR reportable as a ¿malfunction.¿